Event description:
Complainant alleged that while attempting to defibrillate a patient during a code, the device displayed a "defib fault 72" and pacer" fault 116" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. However, it was no related to the reported malfunction.